Event description:
Boston scientific received information that while interrogating this implantable cardioverter defibrillator (ICD) prior to a scheduled device replacement, a fault code occurred indicating a charge time out. The device was explanted and the new device implanted. There were no adverse patient effects reported.

Manufacturer narrative:
At this time this product has not been returned to boston scientific for analysis. This investigation will be updated should further information be provided.